Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "not properly retain scope connector" occurred because unit has loose holding tab on receptacle board causing noise/no image with movement. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video processor exhibited that the unit had a loose holding tab on the receptacle board socket that would not properly retain the scope connector also causing noise/no image with movement. There was no patient harm reported.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Based on the visual inspection and functional test performed on the returned device, did not meet the standard specification. Should additional relevant information become available, a supplemental report will be submitted.